Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received, however, the investigation has not been completed. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product noted blood and contrast visible in the balloon and inflation lumen, consistent with a rupture while in the patient anatomy. The balloon was loosely folded. A new indeflator was used in an attempt to pressurize the balloon to the rated burst pressure when fluid was observed coming from a pinhole above the distal balloon marker. There were no scratches visible and it could not be determined if the pinhole was along a crease or fold in the balloon. The rx promus was sent to scanning electron microscopy (sem) for further analysis. The analysis determined that the rupture may be attributed to mechanical damage to the outer surface. The leak was located on a diagonal scratch. The scratch (but not leak) intersected a fold crease. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all products are 100% leak tested on line and a sampling of units are rupture tested prior to release. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. It is possible an interaction with other devices and/or the lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that after predilatation the stent delivery system was advanced to the lesion. During inflation, the balloon ruptured proximally at 8 atmospheres. Procedure was completed with a different non-abbott balloon catheter which was used to set the partially deployed stent. No patient effects were reported. No additional information was provided.